Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was unknown which of the patient's leads had moved slightly. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep stated that the patient had a change in stimulation and decrease in pain relief after stretching two weeks ago. The patient met with a rep on the day of the report. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient¿s medical history includes a traumatic head injury, fbss, htn, and lithotripsy. During the visit with the patient impedances were within normal limits. The low density programs were still able to cover their back and legs. They put the patient on d which was a new high density program. The patient stated that the amount of pain relief they were getting felt better and they were good at time of the appointment conclusion. The rep had no information to provide nor did the healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260 serial# unknown product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) and healthcare professional (hcp) on 2017-jun-23. The rep stated that the patient came to follow up with the hcp and the x-ray showed that the lead had moved slightly. They identified the hd lead and gave the patient 4 new programs to try with one ld stimulation program that covered their back with tingling. The patient was doing better at conclusion of the appointment. The rep and hcp did not have any further information. No further complications were reported/are anticipated.